Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, product code, and PMA number. A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve in the pulmonary position using a 26fr non-edwards sheath, valve alignment was unable to be completed due to acute angles in the pulmonary artery to the pulmonic valve. Additionally, the balloon was torn during valve alignment while trying to pull the balloon into the valve too forcefully. The device was withdrawn from the patient and a new valve and delivery system were prepared. This time, the valve was crimped on the balloon and then introduced. The valve was deployed in the perfect position. As per medical opinion, the root cause of the event was that valve alignment was attempted in a position that was too angulated, causing the leading edge of the valve to ¿dig¿ into the balloon.

Manufacturer narrative:
No procedural videos/imagery/photographs were provided for the evaluation. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. A review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, valve alignment: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Note: the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Re-lock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note: gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Additional considerations: compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Balloon burst: if delivery system balloon ruptures of leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were unable to be confirmed. No manufacturing non-conformance could be determined without device photos and/or device evaluation. A review of the lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, valve alignment was unable to be complete because of acute angles in pa for pulmonic valve. Performing valve alignment in tortuous vasculature can result in system tension and require higher forces required to align the valve. Additionally, if the thv is not in a straight section of the anatomy during valve alignment, the thv can become unseated/non-coaxial with the flex tip, causing the thv to dive into the flex catheter lumen, and further increase difficulty with valve alignment. It is possible that the delivery system may become damaged when exposed to high forces/tension in the system during valve alignment, and lead to device leakage. Although a definitive root cause is unable to be determined at this time, available information suggests patient (tortuosity) and procedural factors (valve alignment in non-straight section of anatomy) may have contributed to the valve alignment difficulty, and procedural factors (high valve alignment forces) may have contributed to the system leakage. The complaint for ¿delivery system ¿ difficulty with valve alignment-unable¿ was unable to be confirmed. While a definitive root cause was unable to be determined, the available information suggests that patient factors (tortuous patient anatomy) and procedural factors (valve alignment in non-straight section of anatomy) likely contributed to the complaint event. The complaint for ¿delivery system ¿ leakage¿ unable to be confirmed. While a definitive root cause was unable to be determined, the available information suggests that procedural factors (high valve alignment forces) likely contributed to the complaint event. Since no product non-conformances or IFU/training manual deficiencies were identified, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.